Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test and unable to prime during prime test due to loose/protruded drive support disk. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had missing end cap sticker, cracked end cap, minor scratched lcd window and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a priming anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that insulin came out of the spray and subsequently exited the reservoir and is no longer detected. After you change the batteries, you cannot access the fault history. The customer will be sent a replacement pump.